Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, while advancing the tome device through the scope working channel, resistance was encountered. The tome was unable to be passed through the scope and was removed. Upon removal, a bend was identified at the tome distal tip. The procedure was successfully completed with another hydratome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, while advancing the tome device through the scope working channel, resistance was encountered. The tome was unable to be passed through the scope and was removed. Upon removal, a bend was identified at the tome distal tip. The procedure was successfully completed with another hydratome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, bent and the distal tip was smashed/cracked. The exposed cut wire was intact. During a functional evaluation, using a scope, it was noted that the device had difficulty advancing out of the scope due to the damaged tip. The condition of the returned incident device was not consistent with the complaint that the tip was bent, however, the tip was smashed/cracked. The most probable root cause is device interaction with another device; distal tip likely came into contact with some part of the scope. The most probable root cause for the bent and twisted working length is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.